Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified saturday evening and involved a 7" smallbore ext set w/microclave®, microclave® t-connector, clamp, rotating luer. The customer reported that the intravenous (IV) tubing was leaking which resulted in blood loss on a neonate in icn 08. It was stated that the nurse went to give medications at 8 pm and saw that a small amount of total parental nutrition (tpn) and blood mixture had collected in the small tray in the patient's bed. Upon further investigation of the tubing and connections, the connections were found to be tight, but the fluids and blood were leaking at the hub. The device was then switched out and the neonatal nurse practitioner (nnp) was notified. About an hour later, the patient's blood pressure dropped and the nnp was notified again. A bolus of medication was then administered. The staff took the giraffe apart down to the area near the fan and they found a decent amount of blood and tpn that had accumulated there. All of the leakage was not initially visible because the connection was towards the bottom of the mattress and some leakage was later found in between parts of the patient¿s bed. The patient required a blood transfusion. The physician arrived to check on the baby and upon further investigation at that time, it was confirmed again that the connector was leaking. There was patient involvement and no harm.